Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. The shaft has a 42mm long tear starting 53.8cm from the distal tip. The shaft is twisted/damaged 53.8cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using a contralateral approach via the left femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery and anterior tibial artery. A 5.0mmx150mmx150cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 5.0mmx150mmx150cm (4f) sterling¿ balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using a contralateral approach via the left femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery and anterior tibial artery. A 5.0mmx150mmx150cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 5.0mmx150mmx150cm (4f) sterling¿ balloon catheter. No patient complications nor injuries were reported.